Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pulse was going up and down even if they were lying in bed. The cardiac resynchronization therapy defibrillator (crt-d) feature which adapts the pacing rate to changes in the patient's physical activity was turned off. The patient did not believe this was the solution and said the device should be replaced if it is not working. The device remains in use. No further patient complications have been reported as a result of this event.